Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tiger optitorque 5fr could not exit the sheath. Upon removal there was a longitudinal compression in the side. The physician switched to femoral access. The patient was stable. The procedure was a success. Additional information was received on 8/9/18: the procedure that was being performed was a left heart cath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr sheath and dilator were received for evaluation. Visual inspection revealed that the there was severe damage to the sheath. From approximately 1.5415" from the distal tip, the deformation began and persisted 1.6285". The sheath appeared severely crushed. There was no damage to the dilator. There is no evidence that this event was related to a device defect or malfunction. Off-axis forces have been known to cause sheath damage. However, the exact cause of the reported event cannot be definitively determined.